Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Without a lot number a review of the fg records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00645 for info related to kugel mesh implanted on 12/29/2008. See MDR 1213643-2013-00644 for info related to the soft mesh implanted on (B)(6) 2010.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2008 - the pt was implanted with an unknown bard/davol polypropylene plug (mesh #1) during a right inguinal hernia repair. Following the repair the pt presented with a post op hematoma which resolved on its own, however, the pt has symptoms of pain and swelling in the right groin. The physician determined this to be femoral and not inguinal. On (B)(6) 2008 - the pt was implanted with a kugel mesh patch (mesh #2) during a properitoneal repair within the right femoral triangle. It was noted that "the mesh plug from previous inguinal herniorrhaphy was identified and that repair appeared to be very secure. There was no evidence of recurrent inguinal hernia." On (B)(6) 2010 - the pt was implanted with a bard soft mesh (mesh #3) during a ventral hernia repair. The physician dictated "the inguinal floor repair was secure and the previously placed inguinal floor mesh and plug were visualized and in good position." On (B)(6) 2011 - the pt underwent explant of both the unk bard/davol polypropylene mesh and the kugel mesh patch (mesh #1 and #2) due to severe right inguinal pain which had become debilitating to the pt and it was also noted that the pt had a bulge in the area. Based on operative dictation and pathology findings, both the unk bard polypropylene plug and the kugel mesh were explanted, and a new piece of unk polypropylene mesh was implanted.